Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 9.8 cm to 10.3 cm from the distal tip. External insulation abrasion was noted 10.0 cm to 10.1 cm, 10.5 cm to 10.7 cm, 10.3 cm to 10.5cm, and 11.0 to 11.2 cm from the distal tip breaching various cable lumen, consistent with lead friction to another implanted device or feature of the patient anatomy. The etfe cable coating was intact at these locations. Other damages found were sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.